Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient evidently hit a button on the programmer. The people helping the patient had an emergency and didn't have time to save them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient only had one working program. The patient had moved the year prior and was looking for a local healthcare professional to "resolve this problem so I have more available programs to choose from". Additional information was received from the patient. The patient reported that they called their spine doctor¿s office and was asked to come into the office where interns could help her ¿set up¿ programs. The patient reported that however, these interns were called to handle emergencies. The patient reported that she noticed she only had one working program within 1-2 months of her surgery which was (B)(6) 2017. The patient made an appointment for a programming whiz to show her husband and her how to program the new device. The patient reported that he set up some good programs for her, but they were not taught how to maintain them. The patient reported that they were briefly useful and then she ¿lost¿ them. The patient reported that the programming issue hadn¿t been resolved. No further complications were reported.